Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that infusion therapy of propofol was "not infusing" at the programmed rate; the flow-rate was unreported. The nurse observed that the patient "did not react appropriately" after increasing the flow-rate, and that no drops were observed in the drip chamber. In spite of this, the pump's display screen allegedly showed that infusion therapy was running. The access set was reportedly in use for five hours and when the nurse removed the tubing, the line was observed to be collapsed ("compressed"). It was further reported that the collapsed tubing could not be restored to its original form and therefore the nurse replaced the tubing. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.